Event description:
It was reported that there was a tear on the sterile package prior to use.

Manufacturer narrative:
The reported event was confirmed. The evaluation observed a 'c' tear at the bottom part of the packaging . The exact cause of how and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[storage method and expiration date]. 1. Storage: store in a dry, cool place away from heat, moisture, and direct sunlight. 2. Expiration date: indicated on the direct package and the outer box." Correction: concomitant medical products.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a tear on the sterile package prior to use.